Manufacturer narrative:
The insulin pump was received with all operating currents within specifications. The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, priming and excessive no delivery tests. There was no excessive no delivery alarms or blank display on the insulin pump. The device functioned properly. The insulin pump was received with cracked case on the display window corners, minor scratches on the lcd window, cracked reservoir tube lip and cracked battery tube threads.

Event description:
Customer reported via phone call high blood glucose levels, hospitalization, blank display, no delivery and cosmetic damage on the insulin pump. Customer's blood glucose level was 500 mg/dl. Customer experienced diabetic ketoacidosis, high blood glucose and hospitalization. Troubleshooting for blank display and cosmetic damage were performed. Customer advised the top of the battery casing by the cap was cracked. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.